Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Manufacturer narrative:
The device is expected to be returned. When it is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted and successfully replaced. No additional adverse patient effects were reported.